Event description:
It was reported that the patient underwent a revision procedure due to atrophy of the urethra with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted.

Manufacturer narrative:
Additional information: d4, d6.

Event description:
It was reported that the patient underwent a revision procedure due to atrophy of the urethra with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted.